Manufacturer narrative:
Visual examination of the returned product showed a fracture at the transition from the tap threads to the shaft. There were no threads remaining. Microscopic examination of the fracture surface showed a failure that likely had both torsional and bending components. This instrument is not designed to withstand a bending load, and such a load could contribute to its failure.

Event description:
During surgery, the threaded portion of the screw tap broke off. The portion that broke off remains implanted in the patient.